Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was about halfway through treatment. Upon removing the tubing set, solution was found inside the cycler. Patient believes the machine "ruptured" the cassette. Patient did not receive any prophylactic antibiotics and has had no adverse effects. Patient's effluent has remained clear. Sample was discarded by the patient; sample is not available.